Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that during regular outpatient follow-up, the programmer screen froze. The same symptoms occur even after restarting. No adverse patient effects reported. This programmer was being returned.

Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The system functional test (sf1) was conducted on returned product, where it passed the entire series of automated electrical and functional testing. Additionally, the touchscreen was tested for functionality and calibration; the programmer operated as intended and exhibited no unresponsive behavior. A non-field reported error code 9f000 was confirmed in the memory log files. The error code was unable to be replicated during analysis. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that during regular outpatient follow-up, the programmer screen froze. The same symptoms occur even after restarting. No adverse patient effects reported. This programmer was being returned. The programmer was received and evaluated, the touchscreen operated as intended and exhibited no unresponsive behavior. Despite analysis findings, the investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.